Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an implantable neurostimulator replacement. The original implantable neurostimulator was already at end of life, and the manufacturer representative was unable to interrogate the implantable neurostimulator prior to the replacement, so the impedances could not be read. The patient stated that he had good stimulation about 2 weeks prior to the replacement and that he had normal coverage for the left ¿let.¿ when the health care provider attached the new implantable neurostimulator to the existing lead and extensions, the impedances were checked, and all 8 electrodes were over 10,000 ohms. Testing was tried at 1.50 amps and they were over 20,000 ohms. The implantable neurostimulator was turned on in the recovery room, and the patient did not feel any stimulation; even with all electrodes on. The health care provider wants to have the system rechecked at the post-operation appointment on (B)(6) 2017. The health care provider was going to order x-rays, and if necessary, was going to take the patient back to surgery to check the extensions and lead. No surgical intervention was performed at the time of the report, and it was unknown if a surgery was going to be performed to resolve the issue. No further complications were reported.